Manufacturer narrative:
Evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The product has been returned to the approved forceps supplier for evaluation. We have not yet received the evaluation results from the approved supplier. A f/u MDR will be submitted on or before (B)(4) 2011. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the complaint history was conducted. There have been no other similar occurrences during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all disposable hot biopsy forceps are subjected to a visual inspection for product integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action. No corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity. No corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, the physician used a cook captura hot biopsy forceps. The pt was grounded appropriately and the standard settings were used on the electrosurgical generator. When the physician applied cautery he felt electricity being conducted through the endoscope. The procedure was completed using the device. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt and user did not experience any adverse effects due to this observation.